Event description:
Nurse sent the tubing to risk management with a note that there was broken tubing, the clamp didn't work and the patient was bleeding as a result.device #1is this a laboratory device or laboratory test?no